Event description:
The med surveillance specialist (mss) classified this complaint based on the customer service rep (csr) documentation. One feb 5, 2010, the lay-user/reporter contacted lifescan (lfs) alleging that the onetouch ping meter is giving inaccurate erratic readings. On the day of concern, the pt obtained blood glucose readings of "38, 243, 61, 283, 65, and 91 mg/dl" on the subject meter. The reported meter readings were taken less than 20 minutes of each other. Prior to the alleged inaccurate readings, the pt reportedly developed symptom of feeling shaky, lethargic, and hungry. Reportedly, the pt did not receive any medical treatment. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. According to the troubleshooting performed with customer service, the test process was correct. The test strips were in good condition and within the discard date, and the results were taken from the same approved testing sites. This complaint is being reported due to the alleged inaccurate issue. There is no evidence the pt suffered a serious injury due to the product issue. The pt's symptoms preceded the alleged inaccurate readings. The pt did not receive any medical intervention that would suggest the pt had severe hypoglycemia or hyperglycemia. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.